Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicaps had a connection issue. The patient stated that the minicap was tightly twisted to the transfer set; however, it was loose and detached from the transfer set. This occurred during use. There was patient involvement but no injury and medical intervention at the time of the initial report. No additional information was available.